Event description:
It was reported that the right ventricle lead exhibited noise. The noise was not reproducible on (B)(6) 2022 during the in-clinic visit. No intervention was performed. No patient consequences.